Manufacturer narrative:
Investigation on-going. Additional investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product scalpfix sterile. It was reported that the clips don't come out and some fall out. Additional information was not available. The malfunction is filed under aag (B)(4). Associated medwatch- reports: 9610612-2019-00676 ((B)(4) ff013p), 9610612-2019-00677 ((B)(4) ff013p), 9610612-2019-00678 ((B)(4) ff013p), 9610612-2019-00679 ((B)(4) ff013p), 9610612-2019-00680 ((B)(4) ff013p), 9610612-2019-00681 ((B)(4) ff013p), 9610612-2019-00682 ((B)(4) ff013p), 9610612-2019-00683 ((B)(4) ff013p), 9610612-2019-00684 ((B)(4) ff013p), 9610612-2019-00686 ((B)(4) ff013p).